Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier: (B)(4). The customer biomedical engineer troubleshot the issue with ge healthcare technical support. It was recommended to replace the flow sensors.

Event description:
The hospital reported a malfunction resulting in a 20% over delivery of tidal volume. There is no report of patient injury.